Manufacturer narrative:
The device has not been returned, at this time, to the manufacturer for evaluation. A lot history review (lhr) of rebx0823 showed two other similar product complaint(s) from this lot number.

Event description:
It was reported that on (B)(6) 2019 the patient was submitted to implantation of a long-stay catheter for continuity of clinical treatment. Under general anesthesia, the femoral vein was punctured and passed through a groshlong catheter. The catheter cannula was inserted into the central venous network. According to the nursing there was no trauma, there was no accident with the catheter. He just "detach/released." The patient was referred for emergency catheterization and submitted to endovascular catheter removal.

Event description:
It was reported that on 01/02/2019 the patient was submitted to implantation of a long-stay catheter for continuity of clinical treatment. Under general anesthesia, the femoral vein was punctured and passed through a groshlong catheter. The catheter cannula was inserted into the central venous network. According to the nursing there was no trauma, there was no accident with the catheter. He just "detach/released." The patient was referred for emergency catheterization and submitted to endovascular catheter removal.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of catheter disconnection is confirmed and was determined to be supplier. One 16.5 cm long segment of a 4 fr single lumen groshong clearvue nxt catheter and one assembled nxt connector were returned for evaluation. An initial visual observation showed use residue on the returned samples. The catheter segment was returned disconnected from the assembled connector. The connector was disassembled and no catheter segments were observed on the cannula of the proximal connector piece or within the distal connector piece and the compression sleeve was observed to be within the tapered region of the connector. The proximal connector piece was dissected and the inner diameters were measured and the diameter just proximal to the steep taper as well as the largest section of the bore were found to be below the minimum specifications. The narrow inner diameter of the connector piece may have compressed the compression sleeve enough that the catheter could not pass through, resulting in an incomplete connection of the catheter. The narrow bore could have occurred either during the molding process or during a subsequent curing process.